Event description:
It was reported that during routine check , the cs100 intra-aortic balloon pump (iabp) unit needs wheels replaced. There was no patient involvement reported.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit needs wheels replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed the reported issue. To fix the issue, the fse replaced the caster wheels, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.